Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional information is received, a follow up report will be filed.

Event description:
It was reported that the blood was collected as normal into the reservoir tank. When the nurse transferred the blood from the tank to the blood bag, the last 70 mls continued transferring to the blood bag instead of remaining in the tank. The nurse stopped the transfer and the surgeon made the decision not to re-infuse the collected blood. The patient did not require a blood transfusion from either a blood bank or predonated blood.